Manufacturer narrative:
Device manufacture date: the year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
It was reported that the lancet protrudes beyond the end cap of the device.

Manufacturer narrative:
Device was returned by customer to the manufacturer but device was lost by manufacturer before investigation could be completed. Manufacturer is unable to locate the device so no investigation of the device can be performed.